Manufacturer narrative:
Selected in error. The customer reconnected the scope after wiping the scope cable connector. After the devices were powered on, the image was displayed as normal. The subject device was not returned for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, after the video system center was connected to a scope, color bars were displayed instead of the endoscopic image. There was no injury to the patient during the procedure.

Manufacturer narrative:
Updated field: b5 this report is being supplemented to provide additional information based on the legal manufacturer's final investigation and additional information provided by the user facility. According to the investigation, it is likely that the failure was caused as a result of the subject device being connected when the electrical contacts were not dry or there was debris on the contacts. The exact cause could not be determined. This issue is addressed in the instructions for use (IFU): ¿make sure that the video connector and its electrical contacts are completely dry before connecting the plug to the video system center. If they are wet, wipe them according to the instruction manual for the endoscope. Wet equipment could cause the image to flicker or disappear.¿ olympus will continue to monitor the field performance of this device.

Event description:
The field service engineer (fse) obtained additional information regarding this event. The failure occurred during the middle of a diagnostic enteroscopy procedure. It was completed with the same device.